Event description:
It was reported by the patient that their incision was as large as a fifty cent piece, swollen, itching and burning. The patient questioned if the incision site was infected. Follow-up information could not be obtained from the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.